Event description:
The complaint/event involved a microclave® clear neutral connector that was reported to have a broken cap and the intravenous (IV) line was leaking unspecified fluids. There was no unexpected or prolonged care and no reported human harm associated with this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint of leakage on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.